Event description:
The device was during a hysterectomy procedure. Reportedly, the suture broke. The surgeon performed a reoperation to correct the condition. The hospital has reported that patients condition is satisfactory.